Event description:
A ventilator was returned to a third party service center for evaluation. The device was not in patient use. During the evaluation of the device at the third party service center, a "service required" code was found in the ventilator's downloaded error log. The device's system board was replaced to address the issue.

Manufacturer narrative:
The manufacturer previously reported a "service required" code was found in the ventilator's downloaded error log during a third party service center evaluation, and the device's system board was replaced to address the issue. The system board was not replaced for this issue. The device's software was reloaded to address the issue.